Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared and insulin delivery was resumed successfully. Additionally, it was reported, that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose (bg) level was displayed as "high". However, a specific value was not provided. At the time of the report with tandem technical support. The customer had not addressed bg.